Manufacturer narrative:
The reagent electrode information was not provided. The field service engineer (fse) performed adjustments and checked the gear pump pressure, cuvette fill levels, washing station, and suction. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium (na) and potassium (k) results for 3 patient samples on a cobas 4000 c311 stand alone system. The customer was prompted to repeat the patient samples because the clinical staff questioned the results as they did not match the blood gas results. For sample 1, the initial na result was 128 mmol/l and the initial k result was 3.72 mmol/l. The repeat na result was 141 mmol/l and the repeat k result was 4.04 mmol/l. For sample 2, the initial na result was 130 mmol/l and the initial k result was 3.52 mmol/l. The repeat na result was 142 mmol/l and the repeat k result was 3.82 mmol/l. For sample 3, the initial na result was 132 mmol/l and the initial k result was 3.82 mmol/l. The repeat na result was 145 mmol/l and the repeat k result was 4.15 mmol/l.

Manufacturer narrative:
The customer stated that they received multiple calibration errors. The root cause of the event was found to be consistent with compromised calibration standards, possibly due to being left out too long. No product problem was identified.

Manufacturer narrative:
The electrodes were recalibrated, which resolved the issue. The investigation determined that operator error caused the event (calibration standard handling error). The investigation did not identify a product problem.